Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump got caught on a seatbelt and the car door closed on the pump causing the touch screen to become shattered. Additionally, the pump touch screen would no longer light up due to the damage. Customer's blood glucose was 88 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.